Manufacturer narrative:
(B)(4) = anti-backup. The analysis results found that the mcl20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was cycled and it fed and formed eight clips with gap; in the next actuations, the trigger could not be completely activated due to a jamming of the firing mechanism and the remaining clips could not be fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon inspection, the anti-backup lever was found to be out of its intended position, jamming the firing mechanism. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vascular procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.